Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. The battery door is not missing, damaged, and closes properly. The wires do not appear loosely connected and no visible signs of battery leakage or corrosion. There is no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product shows the alarm powers on, but the alarm tone does not sound when it should. Additional test using an external power supply found the low battery indicator does not sound when it should. The unit does not pass functional tests. (B)(4).